Event description:
Rn reports user error with a transfer set leaking to it to being disconnected from a home pt. Home pt presented to the unit with an unknown growth peritonitis. Pt treated as an outpatient with ip antibiotics and recovered fully.